Manufacturer narrative:
A1: patient identifier: canine miniature pinscher. A5: ethnicity: canine. A6: race: canine. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinic manager / supply coordinator. The actual sample was not available for evaluation. Instead, a reference photo from the tmc showed a catheter tube wherein traces of blood was observed. The condition of the tube cannot be confirmed through the photo. The retention samples were visually inspected and confirmed free from a crack, pinhole, scratch, bent, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. There was no issued nonconformity report related to human error during the production of the lot based on the records. During production, the catheter tube is loaded on the bobbin for cutting. The catheter tube guide is used for centering the catheter tube into the chuck. The chuck or tube holder that holds the catheter tube is made up of silicone rubber hence it will not damage the tube. The cut catheter tube will be forwarded to the next process for flange formation, caulking pin insertion, and catheter tube tip formation. The pre-assembled tube is pressed to the catheter hub under a validated air pressure pressing parameter. The catheter and needle assemblies of the complaint lot are assembled at sr3 machine 3 where the washed catheter assembly was prepared for manual loading on the catheter assembly preparation table. The catheter loading detection light will shut off once it detects the presence of catheter assembly. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of (B)(6) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. As stated in the complaint details, the IV catheter was broken during placement. Possibly, the catheter breakage occurred during the manipulation of the IV catheter to find a better angle to advance in the vein, especially when not hitting the vein or if there is no flashback. This condition may result in re-insertion thereby hitting the catheter tube which may eventually result in breakage. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved 22g IV catheter was flimsy, kinked and broke in a patient. The catheter was not cut as the catheter was being cut out behind the leg. A xray was done for confirmation and the catheter was removed and an antibiotic was given to the patient. The event occurred intra-operative. Additional information was received on 16 jun 2023: the catheter was used during an IV catheter placement procedure. After several attempts with multiple catheters, and the last catheter used had to be surgically remove. There was no blood loss. The catheter was able to be removed entirely. The animal condition was stable. The procedure outcome was completed successfully. There was no additional equipment used with the catheter.